Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and bradycardia. It was also reported that the patient experienced dizziness and a syncopal episode. It was further reported that the right ventricular (rv) lead exhibited an increase in threshold and intermittent non capture with an increased rv output that resulted in the battery life of the implantable pulse generator (ipg) reducing rapidly. The ipg was explanted and replaced. Rv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.